Event description:
During an atrial tachycardia procedure, the amplifier and dws did not communicate and caused a delay. The amplifier and dws were rebooted a few times, everything on the front of the ensite x was unplugged, and the optic fiber was replaced with no resolution; the green led was still flashing after a successful auto-test. Ensitex was then switched off, the power cord was exchanged, the magnetic field frame was unplugged and the dws was turned off. The dws was then restarted and the amplifier was turned on; however, the green light was still blinking. Everything was unplugged and switched off; all 3 small dongles that connect the tactisys to the ensitex, the ampere to the ensite x and the dws to the ensite x were removed. The ensitex and dws were restarted and the green light was no longer blinking and the procedure was started. There were no consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.